Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
On (B)(6) 2015,customer was working in the garden. At 13:13 he felt dizzy with head spinning around and did a test with his mobile meter, the result was 10.2 mmol/l. Afterwards customer inhaled nitromin spray because he thought he was feeling bad because of heart problems. After that he passed out and his wife called the ambulance. The paramedics arrived at 13:30 and did a measurement with their meter (brand unknown); the value was 3 mmol/l. Customer was treated with a glucose drip and was hospitalized from 13:30 until 19:30 the same day. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.